Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the na electrode on a cobas 8000 ise module. The first sample initially resulted in a na value of 128.8 mmol/l and it repeated as 131.7 mmol/l. The second sample initially resulted in a na value of 127.8 mmol/l and it repeated as 132.6 mmol/l. The third sample initially resulted in a na value of 121.6 mmol/l and it repeated as 128.0 mmol/l. The fourth sample initially resulted in a na value of 129.5 mmol/l and it repeated as 135.6 mmol/l. The fifth sample initially resulted in a na value of 128.9 mmol/l and it repeated as 134.4 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer changed the vacuum nozzle and adjusted it. Precision studies were performed and the results were good. The investigation is ongoing.